Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/20/2023, it was reported by an arthrex employee via (B)(4) that an ar-3200-0021 ccu was experiencing an issue with (oversized log files in /var/log directory) after being updated to v4.15.0. This occurred during a case with no patient effect reported.

Manufacturer narrative:
Device not returned. The most likely cause for the reported event is a software defect.